Event description:
Reporter says she experienced a severe adverse event during a t3 MRI at the (B)(6) medical center in (B)(6). Although a previous MRI in a t1 machine was completed with no issues, this recent scan caused an intense burning sensation due to the patient having hardware in her body. Following the incident, the patient is now suffering from chronic, severe pain, has trouble walking, and has unfortunately lost control of their bladder.